Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient was unable to communicate with the scs ipg. Reportedly, the patient's scs stimulation was switched off as he was undergoing treatment for prostate cancer & additional complications. The ipg was not charged for 3-4 months. Troubleshooting of the patient's scs system determined the ipg was inoperable. Surgical intervention may be taken to replace the patient's ipg.